Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp reported that they had not heard from the patient. No further complications were reported.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of headaches. It was reported that the patient is having a problem with their ins and noted that the patient is fully charged. The patient explained that two days ago, they tried to turn the stimulation on for their back and it wouldn't come on, the patient couldn't feel stimulation. The patient usually uses it at 5 volts, but tried increasing it to 7 and they still couldn't feel it. The patient stated that they can get the neck part of it to work, but noted that it does not help them because they never needed to use it. The patient reported that they cannot get stimulation to go to their lower back. The patient stated that they have an "a and a c mode." The patient reported that one is for both the neck and the lower back and one is for the neck. The patient reported that they are using the mode for the lo wer back and neck all the time, but they keep it turned down on the neck because it is not working correctly. The patient stated noted that they had stenosis in their neck and lower back. It was confirmed that the stenosis is the reason the patient is implanted for. The patient stated that they had 4 or 5 surgeries on their lower back and it was noted that 3 were prior to implant. The patient stated that they keep the one in their neck turned down because stimulation shoots into their arm and does not get to where it needs to be. The patient reported that the doctor is aware of this, but they couldn't get stimulation exactly where they needed it. No further complications were reported or anticipated.